Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. Customer assisted customer in performing a 5.0 unit prime fill cannula. The customer stated that the insulin exit and pump alarmed insulin flow blocked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.:

Manufacturer narrative:
(B)(4). Customer complained the pump alarmed insulin flow blocked on (B)(6) 2017. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, motoro home switch and force sensor. No confirmed pump alarmed insulin flow blocked alarm on event date in pump downloaded history. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched lcd window (minor), scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage (end cap address label faded) and cracked retainer. No unexpected insulin flow blocked alarms noted during testing. Retainer ring damage was confirmed during testing. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.